Manufacturer narrative:
The event occurred in the us. It was a patient accident on the rotaflow console reported. The patient was infected with covid 19 and the customer reported low ECMO flow. No error message or any alarm on the console were reported and the device was not exchange during treatment. The patient expired. The rotaflow console with (B)(6) was investigated by a getinge field service technician on 2021-10-07 and was unable to reproduce the reported failure. The unit passed all functional tests. The device was cleared for clinical use and was sent back to the customer. The reported failure and the application method described by the customer was evaluated by getinge medical affairs department on 2021-11-15 with following outcome: based on the limited information provided the reviewer concludes the unfortunate outcome of the patient may have been a result of a use error, patient co-morbidities prior to, and during therapy, and/or gaps in clinical management and monitoring. The principle complaint ¿low flow¿ included in the complaint report and correspondence does not establish causality or provide any insight into the root cause. There is no established association between the reported ¿low flow¿ event and a device failure. The service report concluded the rotaflow was fully functional and to specification. Conclusively, the reported outcome and the low flow state do not appear to be associated with a device failure or lack of performance. The flow set-point is determined by the end user. Flow setting is a critical metric that requires monitoring and clinical assessment. Immediate intervention is required by the clinician and is consistent with basic standards of care for all patients receiving extracorporeal life support. The possible root causes cannot be determined based on the available correspondence and would at minimum require careful review of the clinical record. Based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. The review of the non-conformities was performed on 2021-11-17 and during the period of 2009-06-01 to 2021-11-17 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2009-06-01. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was a patient accident on the rotaflow console reported. The patient expired. No more details provided and available at this time. Complaint ID: (B)(4).